Event description:
Patient services received a call on (B)(6) 2011. Patient said he was on a golf cart and felt fluttering and felt a little dizzy. No additional information is available at this time. Device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).